Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Immediately before the procedure completion, the blood pressure decreased. Echocardiography revealed pericardial effusion. Drainage was performed and blood pressure recovered. The procedure was completed as it was. Patient improved and did not require extended hospitalization. The physician's opinion on the relationship between the event and the product was that it is difficult to consider the event was caused by the biosense webster inc. (Bwi) product. There was no discomfort when using the varipulse catheter and there was no memory of strong tension applied to the catheter. No abnormalities observed prior to or during the use of the product. Additional information was received on 02-apr-2025 and it was reported that the patient experienced an asymptomatic cerebral infarction as revealed by magnetic resonance imaging (MRI). It was also reported that twenty-one ablations were performed with varipulse¿ catheter. The activated clotting time (act) was 350. No excessive microbubbles were observed via ultrasound or excessive impedance errors. Additional information was received on 02-may-2025. It was indicated that the ablation was a new procedure for paroxysmal atrial fibrillation. The patient has no history of stroke. Pre-ablation thrombus check was performed, and no thrombus was found. The patient did not have any anatomical abnormalities. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, functional tests, and a manufacturing investigation of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 and generator systems. A pulse-field ablation (pfa) cycle was performed. Electrodes 1, 4, 5, 6, 7, and 10 were displayed black on carto 3 system. These electrodes were displayed with high impedance values on the generator. No anomalies on the irrigation, deflection and contraction features were detected during the tests. Per the conditions observed, a manufacturing investigation was performed. After several testing, it was concluded that the high impedance errors and black electrodes observed can be related to the manufacturing process, as oxidation on the copper foil below the electrodes was observed that impeded proper continuity readings. A manufacturing record evaluation was performed for the finished device number 31456673l, and no internal actions related to the reported complaint were identified. Based on the current evidence, the root cause of the adverse event remains unknown; the issues found on the device could not be linked to the adverse event. In addition, the physician's opinion on the cause of this adverse event is that it is difficult to associate the device as the cause. No discomfort were observed while using the device during the procedure. The electrical issues observed during the investigation were not originally reported and they are not related to the adverse event. The root cause is the manufacturing process. Specifically, the method process. This condition may have occurred after procedure, according to physician feedback. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 02-apr-2025 and it was reported that the patient experienced an asymptomatic cerebral infarction as revealed by magnetic resonance imaging (MRI). As such, h 6. Health effect - clinical code has been updated. It was also reported that twenty-one ablations were performed with varipulse¿ catheter. The activated clotting time (act) was 350. No excessive microbubbles were observed via ultrasound or excessive impedance errors. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Immediately before the procedure completion, the blood pressure decreased. Echocardiography revealed pericardial effusion. Drainage was performed and blood pressure recovered. The procedure was completed as it was. Patient improved and did not require extended hospitalization. The physician's opinion on the relationship between the event and the product was that it is difficult to consider the event was caused by the biosense webster inc. (Bwi) product. There was no discomfort when using the varipulse catheter and there was no memory of strong tension applied to the catheter. No abnormalities observed prior to or during the use of the product.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).